Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The mtm gave an error 23025 along axis 1 during the sine cycle. The zxis 1 motor was replaced to correct the issue. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted umbilical hernia repair procedure, the customer experienced repeated errors. The customer rebooted the system to clear the errors but upon rebooting the surgeon was not able to control arm 2 of the patient side manipulator (psm). The surgeon made the decision to convert to an open traditional surgical procedure. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse powered the system on and it came up normally, however, after a couple of minutes the system had an error code pointing to a master tool manipulator (mtm) axis1. The fse replaced the right mtm to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc.